Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to right ventricular (rv) lead loss of capture (loc) concerns. Upon review, it was noted that the patient had an underlying rhythm with frequent premature ventricular contractions (pvcs), however technical services (ts) was unable to rule out rv loc. Lead measurements were within range, and the most recent rv threhsold was 0.8v@0.4ms with 2.5v @0.4ms as the rv output. External monitoring showed a heart rate of 30 beats per minute (bpm), however ts explained that the external monitor may have not been picking up the pvcs. Technical services (ts) reviewed troubleshooting options and programming considerations, and a local field representative was paged. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that electrogram review was requested for this pacemaker system due to right ventricular lead loss of capture concerns. Upon review, it was noted that the patient had an underlying rhythm with frequent premature ventricular contractions, however technical services was unable to rule out rv loc. Lead measurements were within range, and the most recent rv threshold was 0.8v@0.4ms with 2.5v @0.4ms as the rv output. External monitoring showed a heart rate of 30 beats per minute (bpm), however ts explained that the external monitor may not have been picking up the pvcs. Technical services reviewed troubleshooting options and programming considerations, and a local field representative was paged. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.